Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and upon interrogation of the device, a pop-up window titled, excessive rf telemetry use detected. Information included in window indicated that on (B)(6) 2020 the implantable device disabled rf telemetry due to excessive use. The merlin pcs programmer re-enabled rf telemetry. A routine device follow-up was performed, and rf telemetry was successfully restored. The device was functioning normally. There were no consequences for the patient.